Manufacturer narrative:
Concomitant products: 5524m-53 lead, implanted: (B)(6) 2003.

Event description:
It was reported that the right ventricular (rv) lead exhibited a increase in impedance on the high voltage (hv) coil. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.